Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electrical control unit was damaged and the coupling and motor were worn. It was further determined that the device failed pretest for check in off mode, check for sticky speed trigger, check for unintended motion, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse and check power with test bench, minimum 67.5 to 110 watt. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.